Event description:
Received a report from the FDA voluntary reporting system alleging the power button on the joystick was accidentally hit when the patient was exiting the chair. The powerchair movement caused an injury to the patients foot. The product serial number, provider and customer information was not provided.

Manufacturer narrative:
Pride received maude event report from FDA on 6/20/2011 (B)(4). However, since all pertinent information was not made available, an MDR was not filed at that time. As per recent FDA inspection with (B)(4), pride is filing MDR without all pertinent information (no serial number available and no provider or customer information available). A follow-up report will be submitted should the device become available or if further information becomes available.